Event description:
Medtronic received information that 7 years and 7 months post implant of this aortic bioprosthetic valve, the patient was evaluated for a transcatheter valve-in-valve replacement due to stenosis. Approximately 6 weeks later, a transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.